Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact to the customer's blood glucose level. Customer support provided pump reset information and assisted in resetting the pump, which resolved the issue, allowing the customer to continue using the pump without recurrence of the malfunction.